Event description:
N/a.

Manufacturer narrative:
Initial MDR report (B)(4)/medwatch 2249723-2023-00451 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) is showing distortion in display, faded display, and that the iabp is not switching off if the switch off button is pressed. There was no patient involvement reported.

Manufacturer narrative:
The service engineer reported that it is not sure that both these issues (unable to power off and display issue) are related to power supply only. Whether this issue is related to power supply or not, a service engineer need to diagnose it with a new/working power supply only. As per current discussion the customer, they repaired the unit and are not disclosing any information of replaced spares. Also unit is not under any amc/cmc for present date so the service engineer cannot execute any further investigation till then. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Customer did not request service.

Event description:
N/a.